Manufacturer narrative:
(B)(4). Received additional information: what opening was closed with the pds suture? The anastomosis was made with a side to side technique. The legs were inserted through an opening that was made in the staple line. After stapling the tissue, the opening, was closed with pds suture. Were any unexpected noises heard? If so, when? No what symptoms did the patient present that led to the reoperation? Fever, nauseous. The patient was very ill. Were any unformed or malformed staples observed at the second operation? If yes, where were they located? No

Event description:
It was reported that after an open hemicolectomy procedure, the patient was operated on (B)(6). The anastomosis was made with the device. The tissue was stapled with setting 'blue' the first two times. The side to side anastomosis was stapled with setting 'gold.' During stapling everything was normal. The staple line looked normal and no indication for leakage was seen. The opening was closed with pds suture. On (B)(6), the patient presented leakage problems and re-operation was done on the same day. On (B)(6), the complications were so severe that the patient died. On (B)(6), (B)(4) was contacted that there was a problem with the stapler. On (B)(6), there was a meeting with the surgeon, who mentioned the patient died. There is no device because no problems were expected after the first or. There are pictures of the leakage, which occurred between the staples of the side to side anastomosis. It is unknown what was used to complete the procedure. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received: was buttressing material utilized? If so, which product? No material re-operate? Stoma, no anastomosis. Did the surgeon move the firing knob left and right before firing? No. Was the handle closed completely before firing? Yes. Was the instrument fired across or near an existing staple line or clip? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was the leak identified at a staple line where the device was used? If yes, were staples present? What did the staple form look like? Yes, yes, normal. How was the leak addressed? What was done during the re-intervention? Disconnection of anastomosis and stoma. What were the patient¿s pre-existing conditions? Atherosclerosis , quit smoking. Does the patient have any relevant history of surgical treatments? If so, what? No. How long has the surgeon been using this device for this procedure (in years)? 2,5 years. Was there a recent conversion to ees devices in this account or with this surgeon? No. Was the patient¿s death already reported to the dutch nca? If yes, was a reference number assigned? No. Will ethicon be provided with the cause of death from the autopsy report? No autopsy is there any other additional information you would like to share about this device or procedure? Do you have information regarding the real cause of death? On (B)(6), the patient got a stoma after disconnecting the anastomosis. In the event description is only mentioned ¿the complications were so severe that the patient died¿. Which complications are mentioned exactly? Complications: leakage, sepsis , kidney failure, liver failure, the patient died because of multiple organ failure.